Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that atrioventricular(av) grade one block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve as indicated by the instructions for use(IFU). Post procedure event summary: nine days post index procedure, electrocardiogram revealed av block grade one. The patient was discharged on the 1st of december on aspirin, clopidogrel and other anticoagulants.